Manufacturer narrative:
It was reported that the device will not be returned to the manufacturer for evaluation.

Event description:
It was reported that the jaw was bent and the wire was sticking out of the jaw. The surgeon attempted to fix it and determined that it was not usable. It was reported that the product will not be returned for to the manufacturer for evaluation.